Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 200 mg/dl. The caller stated that the device might have gotten exposed to moisture. The discontinuation of the insulin pump was advised. The customer had another insulin pump to use. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.